Event description:
It was reported that during a lobectomy procedure one side of staple line was not stapled at the first firing of the device. It was completed by additional suture. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/29/2007.